Event description:
A report was received that the patient had some type of infection at the pocket site and the ipg had come out of the incision. It was also reported that there was an actual break in the skin and was believed that it was rejected by the patient¿s body. The patient was treated with antibiotics and underwent an explant procedure.

Event description:
A report was received that the patient had some type of infection at the pocket site and the ipg had come out of the incision. It was also reported that there was an actual break in the skin and was believed that it was rejected by the patient¿s body. The patient was treated with antibiotics and underwent an explant procedure.

Event description:
A report was received that the patient had some type of infection at the pocket site and the ipg had come out of the incision. It was also reported that there was an actual break in the skin and was believed that it was rejected by the patient¿s body. The patient was treated with antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the physician believed that the infection was not device related, but was most likely due to closure technique during surgery at the pocket site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-4316, lot #: 16497400, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the surgery which was previously reported wherein the infection was most likely due to its closure technique during the surgery, was the permanent implant procedure.